Event description:
Explant physician reported the damage to the left implant and cysts. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cysts.

Event description:
Healthcare professional reported rupture and cysts on left side. The device remains implanted.